Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became light-headed, experienced syncopal event and emesis after programming changes to conduct an MRI. The implantable pulse generator (ipg) exhibited asynchronous pacing. The patient was admitted to hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was reprogrammed to normal parameter settings.